Event description:
Same case as: 2134265-2008-00214. It was reported by the patient's daughter that post a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. Previously deployed unknown size taxus express2 drug eluting stent (2005). The patient developed "a bad rash around her arms and legs, like scales" shortly after having the second taxus express2 drug eluting stent implanted. The patient has seen several physicians for this condition, including a dermatologist who performed a skin biopsy, which was negative.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.